Event description:
It was reported that during an emergency room (ER) visit, the health care professional (hcp) called technical services (ts) for further evaluation of this implantable cardioverter defibrillator (ICD) to confirm device operation. It was noted that the device had recorded atrial and ventricular arrhythmia episodes. Upon review, the ventricular episodes had recorded delivery of anti-tachycardia pacing (atp) and shocks therapy. It was determined that the device had delivered inappropriately due to rhythm appeared to be atrial or sinus driven with possible rapid ventricular response (rvr). The presenting electrogram (egm) shows the device is operating as programmed. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. No adverse patient effects were reported. The ICD remains in service.